Manufacturer narrative:
An event regarding infection involving a nrg knee cr nrg bearing insert size was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated that all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients left knee was revised due to infection. The surgeon performed an I & d and poly swap. The scorpio cr insert was explanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patients left knee was revised due to infection. The surgeon performed an I & d and poly swap. The scorpio cr insert was explanted.